Event description:
This watch claims blood pressure. Https://www.amazon.com/popglory-smartwatch-pressure-monitor-fitness/dp/b08hymgqt9?tag=tech-p-v-uu-20&ascsubtag=f0fd05dba16411ef92b94f9c229fafa9; I used it to track my blood pressure but it totally missed my hypertension which resulted in having huge amount of discomfort. I took a reading with my inflating bp cuff instead of chatgpt says this watch is not FDA approved. Please shut them down and warn amazon for allowing misleading product advertisements on their website. Poorly on the amazon store.